Event description:
The customer reports that after change of reference membrane qc was ok but the next two patient results were incorrect for ph and electrolytes. After changing reference membrane again, patient results were ok. No patients were maltreated due to this incident.

Manufacturer narrative:
The ion results at 13:58 and 14:12 not question marked ("?") In the radiance report were marked with up/down arrows (ph, calcium, chloride) indicating that these results were outside the reference range. In the context that the results of this patient were normal before and after the reference membrane was replaced, these results outside of the reference range can be explained by the same failure that caused the question marks on the other results. The pattern in the erroneous results - ph and chloride too low, sodium and calcium too high - strongly indicates that the rc was an erroneous junction potential at the replaced reference electrode membrane. This failure very likely would have been detected, if the customer had performed additional qc after the membrane replacement, as it is recommended in the abl800 operator's manual in the section quality control frequency: "additional quality control should be run after any troubleshooting or preventive maintenance which might alter performance and whenever the technician has questions about the performance of the analyzer."

Manufacturer narrative:
On 2025-07-25 the FDA notified radiometer that the folow up #1 MDR was missing. The initial follow-up #1 was mistakenly labeled as follow-up #2 in field g6, creating the appearance that follow-up #1 MDR is missing. This follow-up MDR is being submitted to correct the error and clarify the situation.